Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending angle in up direction did not meet the standard value due to wear of angle wire, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover had a scratch, adhesive on bending section cover had a chip and a scratch, connecting tube had a dent, a wrinkle, and a scratch, protector of universal cord on scope connector side had a scratch, protector of universal cord on control section side had a scratch, scope connector cover unit had a scratch, scope connector had corrosion and a scratch, forceps channel port was shaved, grip had a scratch, switch box had a scratch, suction cylinder was shaved, forceps elevator lever had a scratch, elevator knob had a scratch, upward/downward/left/right knob had a scratch, and the control unit had discoloration and a scratch. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There were no delays in the start of the pre-cleaning, and there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water, and the air/water nozzle was flushed with the detergent solution. It is unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.